Event description:
It was reported that a user observed fluid leaking into the ilet pump after installing a new cartridge, but a guided full supply change was performed and proceeded normally with no further signs of leakage and no impact to blood glucose. Symptoms included no adverse clinical effects. Outcomes included no interruption to therapy and no medical intervention or hospitalization. Investigation included remote troubleshooting and user re-education through a full supply change procedure. Investigation of this case revealed no confirmed device malfunction after reinstallation and normal operation, with the event consistent with an isolated handling or connection issue related to the cartridge or connector. It was concluded, based on previously established findings for similar reports, that the cause was use-related and could not be confirmed as a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.